Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic urology, the disposable did not work properly so the customer requested to check the body part. A spark came out from the tip of the product. The procedure was completed with another device. There was no patient injury.